Event description:
It was reported following an hepatic chemo embolization procedure, a 6f angio-seal vip was used. The groin site looked great. Two days later, when the patient was being discharged, reportedly the seal popped and the patient bled at the groin site. Manual compression was applied and a pseudoaneurysm was diagnosed at the site. Later that same day, the pseudoaneurysm was treated with a pro-thrombin injection, dose unknown.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the causes for the pseudoaneurysm could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound compression of a pseudoaneurysm may be used after the angio-seal device has been placed.